Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated that patient received the following results on the mobile system compared to a professional meter within 5 minutes: 5.9 mmol/l (mobile) and 1.6 mmol/l (professional meter). The customer had hypoglycemic symptoms of feeling "unwell" at the time of the result of 5.9 mmol/l. As she began to feel more "unwell" an ambulance was called based on how the customer was feeling and when it arrived and the staff took the result of 1.6 mmol/l right away. The customer was treated by ambulance staff with 1 mg glucogen injection and 25 grams glucose gel. One hour after these results the customer was tested on her mobile system with a result of 9.6 mmol/l and at an unknown time later a result of 4.0 mmol/l was received on the ambulance staff meter. The customer recovered and was not taken to the hospital. No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.